Manufacturer narrative:
Results evaluation codes (other): investigation: visual examination of the event sample revealed the inflation line detached from the tube at the bonding area. We were unable to leak test the sample without the inflation line. However, the cuff was infused with air and leak tested and did not show any leakage or damage. In addition, the bonding portion between the tubes and inflatation line was visually inspected, using a magnifying glass, and it was observed that the inflation line of the sample in question was partially damaged and had excess of tetrahydrofuran (thf) where the inflation line is bonded to the tube. A review of our complaints history confirmed this to be the first complaint for the possible lots the customer provided. Though, there have been complaints of this nature of this product code, these are historical and do not indicate a systematic failure during manufacture, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: the most likely root cause was the inflation line was over exposed to thf causing the thf to accumulate in the bonding area between the inflation line and the tube that partially damaged the inflation line and caused the air leakage. Corrective action: corrective action was generated to evaluate the process in an effort to implement improved control to prevent excess thf from being applied. Corrective action includes development and installation of new solvent dispense fixtures for the bonding operation in order to have better control in application of the thf.